Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet for approximately one week, with lows typically occurring during sleep and a lowest reported blood glucose of 40 mg/dl, and no alarms were reported. Symptoms included hypoglycemia. Outcomes included the use of oral glucose, such as glucose tablets and a nutrition bar, with no professional medical intervention, no hospitalization, and no other assistance reported. Investigation included troubleshooting and education. Investigation of this case revealed no device alerts and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.